Manufacturer narrative:
Additional information was provided by the customer. Device correction occurred once the replacement component was received. The customer biomed engineer (bme) reported the issue was corrected with replacement of the air and oxygen flow sensor assembly. The device was operational and returned to service after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint from the customer biomed reporting the v60 ventilator would not enter standby mode. The device was in clinical use. There was no report of harm. A philips remote service engineer (rse) evaluated the issue with the biomed engineer (be) and confirmed the reported issue. Investigation is ongoing.

Manufacturer narrative:
H10: the remote service engineer (rse) recommended replacement of the v60 flow sensor assembly. The rse advised customer software version 3.20 is available to calibrate flow sensors, if the v60 has the high flow therapy option installed. The flow sensor assembly would be the recommended repair if the zeroing of the flow sensors does not resolve the problem. The customer requested a software update to 3.20. A philips authorized service provider (asp) evaluated the device and determined the device required a replacement of the gas delivery system (gds). The customer bme stated the repair would be completed by biomed once the part is made available. The repair for this unit cannot be conducted at this time due to the part(s) being on backorder. The material has already been requested and an order for the part(s) was placed to conduct the repair of this unit. The material ordered (gds) aligns with the recommended repair of the alleged malfunction per the service manual. When the parts become available the repairs will be conducted. If new information is received and suggest that the device has additional malfunctions, the record will be reopened, and an investigation will be performed.